Event description:
Customer reportedly obtained a result of 400mg/dl on the device and 100mg/dl on the dr's device at the same time. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.